Event description:
It was observed that during the device evaluation, the video system center had poor contact of system service division (ssd), error code e117 was displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of system service division (ssd), error code e117 was displayed. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.